Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fell and the pump touch screen was cracked. Reportedly, there was "light showing through places that it shouldn't" on the cracked screen. The pump was still functional. There was no known impact to the customer's blood glucose level.